Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying the ¿replace generator soon¿ message. The patient was still receiving therapy, at this time it was undetermined if the message displayed was false. The patient's pc software would be updated to verify the nature of the message.